Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from 2 patients with no symptoms of covid-19. Both patients have been asymptomatic for some time but were being serially monitored, which is off-label use of xpert xpress sars-cov-2. Patient-1-sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-3 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-4 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-5 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-6 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-7 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-4 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from 2 patients with no symptoms of covid-19. Both patients have been asymptomatic for some time but were being serially monitored, which is off-label use of xpert xpress sars-cov-2. Patient-1-sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-3 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-4 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-5 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-6 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-1-sample-7 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Patient-2-sample-4 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.